Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes. Upon review, the presenting electrogram (egm) showed oversensed noise across all the right atrial (ra), right ventricular (rv) and left ventricular (lv) channels. The cause was believed to be electromagnetic interference (emi) from a procedure. No therapy was delivered. The hcp confirmed patient underwent a procedure when the episode was recorded. No adverse patient effects were reported. This ICD remains in service.